Event description:
It was reported that a user experienced recurrent hypoglycemia while using an ilet system, including a cgm-reported low with an estimated glucose around 40 mg/dl after the user overtreated a prior low and then became distressed by ongoing ilet and cgm low alerts; the event was managed with oral glucose in the form of juice, and no confirmatory glucometer test was performed. Symptoms included hypoglycemia and distress. Outcomes included an unexpected need for medication-level intervention through oral glucose and were considered serious. Investigation included communication with the user and analysis of user-reported information. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect treatment method during hypoglycemia, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.